Event description:
An x-ray indicated incorrect placement of the electrode array. The patient's device was explanted. In 2007, the patient was implanted on the contralateral side with another advanced bionics cochlear implant.